Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: description of event: angiocath placed into patient¿s ac and the needle would not retract when the white button was pressed. I placed another 22 gauge and the same thing happened. I opened numerous catheters from this lot and none of them retract properly.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, a trend has been identified by the manufacturing facility regarding this issue and an investigation has been opened to correct the problem. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.